Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and noise that caused pacing inhibition. The noise was reproducible with isometrics and device manipulation. Programming change was made. The patient was pacer dependent. The patient was stable and will continue to be monitored.